Event description:
It was reported the patient complained of palpitations. The left ventricular (lv) lead was oversensing and the right ventricular (rv) lead had low sensing value. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.